Event description:
A report was received that a trial patient experienced extreme pain and weakness in his legs. The patient was admitted to the emergency room and the physician chose to explant the patient's leads. The patient is still experiencing pain that is not device related. No further information was able to be obtained.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that a trial patient experienced extreme pain and weakness in his legs. The patient was admitted to the emergency room and the physician chose to explant the patient's leads. The patient is still experiencing pain that is not device related. No further information was able to be obtained.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-2218-50e, (B)(4), description: st linear trial lead, 50cm with pre-loaded 0.014 inches stylet (streamlined) the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility.